Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a thoracotomy with left lower lobectomy, the stapler, unknown firing, unknown reload, unknown buttressing, fired successfully but the jaws of the stapler wouldn't open to allow the removal of the reload. A second like stapler was used to complete the procedure. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Device analysis: the analysis found that one (B)(4) device was returned with no apparent damage and with one (B)(4) cartridge loaded in the device. The cartridge reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.